Event description:
The report received from the affiliate, indicated that during an interventional endovascular procedure, when the physician released two-thirds (2/3) of the smarter 8 x 40 mm stent, the stent moved forward and was implanted distal to the intended target lesion. An additional 9 x 40mm stent was implanted to cover the entire target lesion. The procedure was completed successfully. There was no reported pt injury. No pt or target lesion info was provided. Additional info has been requested, but has not been received as of this date.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 14022143 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Two (2) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursion were found for lot 14022143. Outer sheath subassembly lot 13442424 was reviewed. It was observed during review, that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. Fourteen (14) units were rejected during the assembly of lot 13442424. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the complaint report. Inner shaft subassembly lots 14020388, 14016787 and 13444415 were reviewed. It was observed during review that no non-conformances were generated. No units were rejected during the assembly of lots 14020388, 14016787 and 13444415. No other issues were noted that were considered potentially related to the complaint reported.